Manufacturer narrative:
It was also identified during evaluation that the siderail would not latch.

Event description:
It was reported that a siderail would not latch and an access door was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that a siderail would not latch and an access door was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.